Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined that the cause of the discordant hemoglobin result was poor aspiration of sample. The discordant result was flagged with a sample/system flag. The operator is required to take further action when flags occur. The fse cleaned the sample pathway and replaced syringes, tubings and filters, which resolved this issue. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant result for hemoglobin (hgb) was obtained on an advia 120 instrument. The initial result was reported to the physician. The sample was re-tested and the corrected result reported. There were no reports of adverse health consequences or known patient intervention due to the discordant hemoglobin result.